Manufacturer narrative:
No further follow up is planned. Evaluation summary: a patient reported that a humapen savvio device stopped working after two to three weeks and was broken. Investigation of the returned device (batch 1401v07, january 2014) found the injection button was not operating properly rendering the device inoperable. Malfunction confirmed. Internal evaluation of the device found the snap features on the clicker clips were damaged and not fully engaged. Without proper engagement of the snap features on the clicker clips, up to a 100% underdose can be delivered. The root cause for the clicker clip/sleeve engagement failure was determined to be assembly related. An automated vision system is in place to perform 100% inspection of subassemblies that ensures clicker clip and sleeve engagement. If a subassembly is rejected, it is manually removed from the station and placed in a reject bin. However, it is possible that a rejected subassembly could be inadvertently transferred manually to the good parts conveyor and forward processed. This is the first occurrence with this type of issue for this savvio batch. A batch record review and a complaint history review did not identify any additional clicker clip/sleeve engagement failure issues. Corrective action: work instructions were revised in october 2016 to clarify equipment response to vision system inspections and operator handling of good and rejected parts. There is no evidence of improper use or storage.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by 7 consumers via a company distributor, who contacted the company with a product complaint, concerns unknown patients. The patient was taking an unspecified medication for treatment of an unknown indication via a humapen savvio 3ml (graphite) device (lot 1401v07/ associated product complaint (B)(4)). On an unknown date (reported on 29may2016) devices stopped working after 2 to 3 weeks and one was found broken and dose could not be adjusted. The device operator and training were not provided. The duration of use of this device model was unknown. The device was returned on 29jun2016 and upon investigation a reportable malfunction was identified. Update 21dec2016: additional information received on 21dec2016 from the global product complaint database added the device specific safety summary and manufactured date of the device; and updated the medwatch and european and canadian required device reporting elements.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(6). This report is associated with product compliant: (B)(4). This device case, which does not involve an adverse event, reported by 7 consumers via a company distributor, who contacted the company with a product complaint, concerns unknown patients. The patient was taking an unspecified medication for treatment of an unknown indication via a humapen savvio 3ml (graphite) device (lot 1401v07/ associated product complaint (B)(4)) . On an unknown date (reported on (B)(6) 2016) devices stopped working after 2 to 3 weeks and one was found broken and dose could not be adjusted. The device operator and training were not provided. The duration of use of this device model was unknown. The device was returned on (B)(6) 2016 and upon investigation a reportable malfunction was identified